Event description:
Procedure type: low anterior resection. According to the rptr: the instrument did not meet the surgeon's expectations. The pt ended up with a temporary colostomy and will go back into surgery to have a colostomy reversal. There was unanticipated tissue loss reported.

Manufacturer narrative:
(B)(4).